Event description:
It was reported that the patient presented in clinic for generator change. Device interrogation revealed oversensing noise on the atrial lead. An x-ray revealed dislodgement on the atrial lead. On (B)(6) 2022 the physician elected to cap and replace the atrial lead. The patient condition was stable.